Event description:
It was reported that a pump declared an altitude alarm while the customer was flying. There was no adverse impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.